Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc) during fill 1. The technical service representative (tsr) advised the home patient (hp) to recycle the machine. The tsr informed the hp to start over using new supplies and explained the message. There was no patient injury or medical intervention indicated at the time of the initial report.

Event description:
During a follow up with the home patient, he stated that he started draining out the bags to start over with new supplies as instructed by the technical service representative (tsr) and noticed that the frangible was not broken on one of the supply bags. The hp stated that he thought it had broken when setting up. The hp stated that he did notify his nurse. The patient has been doing fine and continuing therapy.